Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s spouse experienced multiple problems with inset infusion sets supplied in place of the patient¿s usual contact detach sets, including incomplete removal of the sticky spiral leading to poor adhesion, pus at sites after removal, incomplete needle insertion, and unintended deployment of the set before placement, which coincided with more frequent high blood glucose readings of 401 mg/dl; the device involved was the ilet, and the affected component was the cannula. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure involving the cannula and infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Thank you for your prompt report.